Event description:
It was reported that the patient's scs has had so many problems with it the patient was willing to have another surgery to replace it, it had been a horrible experience. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).